Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had swelling at the site of the implantable cardioverter defibrillator (ICD) one day post implant. There was concern for a hematoma so a puncture was done but they physician was unable to extract any fluid. Ice and pressure dressing was applied and after overnight monitoring the swelling had gone down. The device remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.